Event description:
There were six employees who complained of headache, coughing, and watery eyes in a room where a sterrad was used. It was reported that the unit was giving out a cloudy mist and an odor. All of the employees were seen in their occupational health department and were advised to see their own personal physicians. All employees had chest x-rays and the results were normal. One employee was pregnant and she is doing fine. Another employee was prescribed an unspecified inhalant. The other employees are fine and did not receive medical treatment.

Manufacturer narrative:
Exposure to mist from unit.